Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, the patient's wound has healed.

Event description:
It was reported that the patient was experiencing persistent wound opening at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced, and the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated.